Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"A doctor measured the treatment length by using pigtail catheter during procedure as usual and found the length was 200 mm. The doctor selected a relay 34/30-200 and kept on doing the procedure. However when the inner sheath was advanced until black line, the doctor found that the device length was 40 mm shorter than the treatment length measured. Then the doctor pulled the inner sheath back to intended distal landing zone and the 34/30-200 was deployed. And finally another 34/30-150 mm was deployed to proximal landing zone and the procedure was done successfully. Doctor's comment: just in case, please investigate whether the 34/30-200 length is correct or not and please check the production inspection record of the 34/30-200 lot. For your information, when our clinical specialist checked the number of 34/30-200's stent during the procedure, the stent number of the 34/30-200 was normal. "